Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 30068904l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant non-bwi products: baylis transseptal needle; medtronic cryo sheath 14fr and cryo balloon. Even when the adverse event was discovered during cryo ablation with a non-bwi product, the physician is unsure on if the cause of the adverse event was the bwi product, transseptal needle or cryo ballon; therefore, this event will be conservatively reported under the bwi mapping catheter. Manufacture¿s ref # (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a cryoablation procedure for atrial fibrillation (afib) with a pentaray nav high-density mapping eco catheter and suffered cardiac tamponade requiring pericardiocentesis. During cryo ablation phase, the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by ice catheter. Pericardiocentesis was performed to remove 450cc of fluid from the pericardium. Reminder of the procedure was aborted. Patient was reported to be in stable condition after pericardial drainage. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome is fully recovered with no residual effects. Difficult transseptal puncture was cited as a factor that might have contributed to the adverse event. Physician cannot determine with certainly the cause of the adverse event, he mentioned it could be caused by biosense webster inc. (Bwi) product or other products used including medtonic achieve and cryo balloon. There were no error messages observed on any bwi equipment during the procedure. Transseptal puncture was performed with a baylis transseptal needle and medtronic cryo sheath 14fr. Radiofrequency was not delivered during the case, no bwi ablation catheter was used. The pentaray catheter irrigation was set at 2ml/min. The patient received anticoagulant (unspecified) during the procedure with an activated clotting time (act) around 300 seconds. Even when the adverse event was discovered during cryo ablation with a non-bwi product, the physician is unsure on if the cause of the adverse event was the bwi product, transseptal needle or cryo ballon; therefore, this event will be conservatively reported under the bwi mapping catheter. The pentaray nav high-density mapping eco catheter was used for mapping purposes only.